Event description:
On (B)(6) 2011, the lay-user/patient contacted animas alleging that the pump had an intermittent power issue two to three months ago. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had an intermittent power issue. However, there is no evidence that patient suffered a serious injury because of the alleged issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: there was one "replace battery" alarm observed in the pump history due to normal battery wear. There were no power issues observed in the history. There was no activity outside normal use observed in the pump history. There was no physical damage found to the battery cap or compartment; the battery cap was able to attach securely to the pump. No defects were found to the power flex, battery connections, and internal components. The pump was exercised for 24 hours with no alarms or power issues occurring.